Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found.

Event description:
It was reported that the day after implant there was "lack of pacing". During the pocket revision, it was reported the lead was easily removed from the device header (without unscrewing). The lead parameters checked ok, however, the lead could not be connected back to the device. A new device was used without problems. No patient complications have been reported as a result of this event.